Event description:
Related manufacturer report number 1627487-2021-13727. It was reported that the patient was not receiving effective therapy. It was found that both extensions had 4 contacts with high impedances over 3000 ohms. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the extensions were explanted and replaced. Postoperatively, the patient has effective therapy.